Manufacturer narrative:
Concomitant medical products: 505da22 mechanical valve, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had no capture. The lead pace polarity was reprogrammed and remains in use. The patient is a participant in the electrocardiogram belt clinical study. No patient complications have been reported as a result of this event.